Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced an infection and pain at the implant site. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Correction: the implanted device remains insitu and device evaluation is not anticipated as previously reported. This report is filed june 17, 2015. Implanted device remains.